Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's extruded portion of the electrode was removed. The recipient remains implanted. The recipient will remain a non-user. Additional treatment details will not be provide. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing electrode extrusion follow an ear cleaning. Advanced bionics is in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.